Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with powerled 500+ df k3. As it was stated, some paint chipping and cracking in the transparent cover pane were noticed. There was no injury reported however we decided to report issues in abundance of caution and based on the potential as any particles of plastic or paint falling off into sterile field or during procedure may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event since the paint surface detached. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Problem with paint chipping may have several root causes, such as improper roughening of the surface or incorrect operation handling before painting. To avoid adverse event in the future it is recommended to check for any chipped or missing paint during daily inspection. The issue about cracks appearing in the involved zone is considered by subject matter experts to probably originate from the part becoming exposed to constraints and/ or influence of using the wrong cleaning product leading to its degradation. It is recommended to daily check the device for any impact damage: the device¿s user manual indicates the substances that can be used to disinfect the device, rinse the unit with a cloth and clean water and to wipe with a dry cloth. We believe that the devices in the market are performing correctly overall. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The event has been reported with a delay due to our retrospective examination of the record. At the time (2017) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we have reported it now.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 30th august, 2017 getinge became aware of an issue with surgical light powerled 500. As it was stated, cracking in the glass pane in the area of the handle mount and paint chipping was noticed. There was no injury reported however we decided to report the issue in abundance of caution and based on the potential as any particles of plastic or paint falling off into sterile field or during procedure may lead to contamination.